Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged power issue began on (B)(6) 2013 at 7:00 a. M. The patient manages her diabetes with an insulin pump and continued with her usual dose of medication in response to the alleged issue. The patient reported, 2 hours after the alleged issue occurred, she developed symptoms of ¿nausea, headache, sleepy, blurred vision¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a broken display and exposed black marks. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.